Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-01518 for the other associated device event. The date of event is unknown. It was reported to boston scientific corporation in 2009, that a resolution clip device was used during a procedure, to mark the esophagus for stent placement. According to the complainant, the initial clip, would not advance from the sheath. A second clip was deployed but did not grasp enough tissue to remain in place. The clip was within reach, so it was removed. The procedure was completed with a third resolution clip device. Although it was reported that these events delayed the procedure one to five minutes, there were no patient complications as a result. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The cause of the reported event is unable to be determined.